Manufacturer narrative:
(B)(4).

Event description:
It was reported that shat break occurred. After a 182cm luge guide wire and a 6f non-bsc guide catheter were advanced, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, while trying to advance the device through the guide catheter, the shaft broke. The device never entered the patient's body and was successfully removed from the guide catheter. The procedure was completed with another 2.50mm x 15mm emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube with a separation at 58.5 cm from the tip. The end of the separation was oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shat break occurred. After a 182cm luge guide wire and a 6f non-bsc guide catheter were advanced, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, while trying to advance the device through the guide catheter, the shaft broke. The device never entered the patient's body and was successfully removed from the guide catheter. The procedure was completed with another 2.50mm x 15mm emerge balloon catheter. No patient complications were reported.